Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Per tandem¿s user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. There was no reported impact to the customer's blood glucose level. Reportedly, the customer filled the cartridge with cold insulin and overfilled the cartridge. Tandem technical support educated the customer this was off-label. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.